Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient presented at the hospital due to syncope. It was discovered that the right ventricular (rv) lead was not capturing. The lead captured at a higher output but was not capturing at the programmed output. The lead was capped and replaced. No patient complications have been reported as a result of this event.